Event description:
Related to MFR report # 2183959-2012-02130. It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with an elevate prolapse repair system "with the intention of treating her pop and sui." (Pelvic organ prolapse and stress urinary incontinence) it was alleged that the plaintiff "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery", has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures", has "sustained permanent injuries", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.